Manufacturer narrative:
The power cord for the device was discarded before it could be evaluated.

Event description:
It was reported that following a surgical procedure at the user facility the power cord of the unit was observed to be frayed. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that following a surgical procedure at the user facility the power cord of the unit was observed to be frayed. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.